Manufacturer narrative:
Device analysis report attached. This report is submitted on april 7, 2022.

Manufacturer narrative:
This report is submitted on february 15, 2022.

Event description:
Per the clinic, the patient experienced a tip fold-over of the electrode resulting in a poor hearing outcome. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.